Manufacturer narrative:
The device was returned to zoll medical australia. During the investigation it was noted that the reported issue was verified. It was determined that a defective processor/bridge/pace board was the root cause of the issue. The processor/bridge/pace board was replaced to resolve the problem. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.